Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted after an implant duration of approximately 3 years (36.07 months) due to infective endocarditis (ie). On (B)(6) 2009, a magna valve, model 3000-25mm, was implanted. On (B)(6) 2012, the valve was explanted due to endocarditis and replaced with a magna ease valve, model 3300tfx-23mm. The source and type of infection were not provided. The device will not be returned for evaluation because it was discarded at the hospital. The customer commented that this explant was not device related.

Manufacturer narrative:
The surgeon indicated the explant was not device related. The device was not identified as the source of the infection. Therefore, no DHR is required per policy. Conclusion: this device was explanted after an implant duration of approximately 3 years due to infective endocarditis. The source and type of infection were not provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation because it was discarded by the hospital. No additional information has been provided. Source and type of infection has not been provided.